Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported there was no ac power to the ventilator even though it was plugged into an ac outlet, and both the backup and external batteries were depleted due to the ventilator running on the dc power source. The service technician also reported the ventilator diagnostic log indicated the battery had depleted upon use. The service technician reported finding the power cord was not fully seated into the rear of the external battery assembly, which resulted in no ac power source to the ventilator and both the external battery and backup battery then operating until depletion. The service technician reported the power cord was clamped in place, but was not fully seated into the ac power connection. The service technician reseated the power cord into the external battery assembly to correct the reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.